Event description:
Customer had a routine fasting blood glucose test performed. The customer's device gave a result of 102mg/dl and the lab result was 86mg/dl. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.